Event description:
I started wearing invisalign aligners in 2007. I have developed breathing difficulty, a chronic sore throat and congestion over the months that I have used the aligners. My dr prescribed a flovent inhaler to assist my breathing caused by bronchial spasms. My husband, a physician, notified align technology. The representative said to stop the aligners and that he would send my orthodontist an adverse report form. It has been a month since I have removed the aligners. I have been able to discontinue the inhaler, but I am still experiencing a mild sore throat and congestion. There is no mention of possible side affects in the invisalign brochures. I have written the FDA to let you know that I believe invisalign aligners have given me health problems and that they may give other patients health problems.